Event description:
It was reported that during training, the site experienced repeated error 170s every 5-10 minutes. The technical support engineer reviewed previous logs and observed a communication drop between the patient side cart (psc) and the tower on blue fiber port 3. The caller mentioned that they moved the fiber to the bottom receptacle, but the system continued to fault. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the common compute controller (ccc) and blue fiber pigtail to resolve the issue. The system was tested and verified as ready for use. The robot ccc was returned for failure analysis, and the reported errors 31089, 170, and 307 were confirmed and replicated. During the lighthouse review, logs showed these errors, confirming the fault occurred in the field. A visual inspection revealed no issues related to the reported event. When the robot ccc was installed in the golden system, it triggered the reported error, indicating faults on the firefly fiber optic cable (ff3) connected to the ccc. The firefly cable was replaced with a known good cable using the aba procedure, after which the robot ccc functioned as expected. However, when the original firefly fiber optic cable was reinstalled, the fault reoccurred. As a result, failure analysis concluded that the root cause of the reported event was a faulty firefly optic cable (ff3) in the robot ccc.